Event description:
It was reported that at the patient's post-operative follow-up, it was found that the sensing value of the right ventricular [rv] lead was low. The pace/sense portion of the rv lead was capped and replaced; the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.